Manufacturer narrative:
Siemens filed the initial MDR 1219913-2024-00500 on 20-dec-2024. Additional information (10-mar-2025): siemens healthcare diagnostics has concluded the investigation of the event. A customer from outside the united states (ous) reported an observation of reactive (positive) atellica im anti-hepatitis b surface antigen 2 (ahbs2) results which were discordant relative to repeat testing on an alternate method. Siemens evaluated the instrument data and the information provided by the customer and determined that there were no issues with the reagent as quality control (qc) recovered within acceptable ranges, and no issues were reported with other patient samples. The assay¿s instructions for use (IFU) states the following, under the limitations section: ¿assay performance characteristics have not been established for the atellica im ahbs2 assay used in conjunction with other manufacturers' assays for specific hbv serological markers. Laboratories are responsible for establishing their own performance characteristics. The clinical sensitivity and specificity section of the atellica im anti-hepatitis b surface antigen 2 (ahbs2) instructions for use (IFU) lists the 95% confidence interval (ci) for resolved relative sensitivity as 98.30% - 100% so a certain number of false negative results may be generated with this assay. Discordant results may occur when comparing platforms based on the specific assay design. These differences include sensitivity and the ability to detect both wild-type and mutant hbv strains. Other issues to consider are the patient history of vaccination, clinical diagnosis and inherent patient sample interferences.¿ return of the patient sample for further investigation is not possible as the customer declined to send back the sample due to unknown reasons. Based on the available information, the cause of the discordant result is consistent with a sample-specific interferent of unknown origin due to high initial results and then a nonreactive result upon retesting on a competitor platform. The investigation findings code and investigation conclusion codes in the h6 section were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reports an observation of reactive (positive) atellica im anti-hepatitis b surface antigen 2 (ahbs2) results when using lot# 168 which were discordant relative to repeat testing on an alternate method. Initial reactive (positive) results were obtained for two different samples from the patient in question. The initial results were not reported to the physician(s). The same samples were retested on an alternate method and obtained nonreactive (negative) results. It is unknown which results were considered correct. There are no known reports of patient intervention or adverse health consequences due to the observed result discordance.

Manufacturer narrative:
A customer from outside the united states (ous) reported an observation of reactive (positive) atellica im anti-hepatitis b surface antigen 2 (ahbs2) results when using lot# 168 which were discordant relative to repeat testing on an alternate method. Quality controls (qc) recovered within laboratory ranges. The assay¿s instructions for use (IFU) states the following, under interpretation of results: ¿results of this assay should always be interpreted in conjunction with the patient¿s medical history, clinical presentation, and other findings.¿ siemens is evaluating this event.